Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and although there was insulin in the cartridge, an empty cartridge alarm occurred. Customer's blood glucose was within range (value not provided). Reportedly, customer discussed an alternative method for insulin delivery with their healthcare provider.